Event description:
It was reported to philips that the geometry movements were not available. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information during the cardiac diagnostic procedure was performed and procedure completed by moving another room. It was reported that the geometry movements were unavailable. Upon further inspection, philips field service engineer (fse) visited onsite and reviewed the logfiles and found the possible motor controller for cs movement were bad and confirmed that the cs stand did not move. Fse replaced the amc control box and re-installed the software, calibrated the frontal stand, also repaired and replaced fuses in the r cabinet in the ny interface. After the replacement of amc control box and fuses, the system was returned to use in good working order. The codes were updated based on the investigation outcome.